Manufacturer narrative:
(B)(4). Date sent: 11/30/2023.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2023. D4: batch # 848a29. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with one gst60t reload loaded in the device. The reload was received partially fired 2/3 with some b-form staples on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 848a29, and no non-conformances were identified.

Event description:
It was reported that during a thoracotomy left upper lobectomy. Surgeon used echelon 60 lotx96e4t with a black reload. The surgeon clamped the tissue and started to fire. The stapler suddenly stopped firing. We struggled to release the clamp, we used the reverse button to retract the blade but didn't help. The stapler was still clamped on the tissue. Next we tried to manually retract the blade using emergency release on the top of the stapler but this has also failed. After trying it a couple of times it finally released the tissue and we could remove stapler.